Manufacturer narrative:
Investigation results: scholly assessment shows that the tube shaft shows the weld joint broken, the distal shaft section is defective, and the cover glass has deposits, wash outs, & autoclaving traces.

Event description:
The hospital reported that during the saphenous vein harvesting procedure, the image on the endoscope was dark. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.